Event description:
It was reported that an alarm was heard and confirmed by telemetry. Telemetry confirmed a non-critical alarm occurred. The alarm was due to low reservoir volume reached. Per caller, a refill was performed on (B)(6) 2012 where 85 mg/ml was placed in the pump reservoir but the pump was not updated. The pump was delivering morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Physician programmer: model# 8840, serial# unk...catheter: model# 8709sc, serial# (B)(4), implanted: 2009 (B)(6), explanted: unk... (B)(4).

Event description:
Additional information: it was later reported that the cause of the event was failure to update pump at refill appointment; "staff error" and the pump was alarming as reported. Patient experienced no side effect/no injury only verbalized could "hear pump alarming". On (B)(6) 2012, a dose adjustment was done where in the daily dose was increased from 19 mg/day to 25 mg/day of infumorph reservoir volume was adjusted.